Manufacturer narrative:
Customer reported that a pyxis meditation es system produced a burning smell. Customer turned off and unplugged the station. Patient involvement was not reported. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and reported finding scorch marks on the drawer retractor band cables and evidence of melting on the drawer's solenoid. The field service engineer replaced the drawer controller, module controller, retractor cable, and solenoid. Field service engineer confirmed device is operational.

Event description:
Customer reported that a pyxis meditation es system produced a burning smell. Customer turned off and unplugged the station. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, g1, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-mar-2021 to 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system produced a burning smell. A field service engineer replaced the drawer controller, module controller, retractor cable, and solenoid to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system produced a burning smell. Customer turned off and unplugged the station. Patient involvement was not reported. There were no adverse events or injuries reported based on this event.